Event description:
It was reported that the keys of the ventilator were found to be unresponsive and inoperable while being in use on a patient. Reportedly, the ventilation was not affected and continued as set. The device was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The user facility did not involve the dräger service into the repair or any follow-up measures. No further information could be obtained. A case specific evaluation is therefore not possible. It is unknown to what extent the keys of the ventilator were unresponsive. Also, there is no information available if a repair or replacement of parts have been performed. The root cause cannot be determined. It is possible to lock the keys of the device by using the lock key. If activated, the screen and keys are locked against unintentional changes. The activation of the lock key is indicated by a yellow led within the key itself. Its function is described in the instruction for use. However, it is unknown if the function was active during the event. In case of a failure of the keys of the device the ventilation mode and ventilation parameters cannot be changed. An ongoing ventilation will not be affected by this failure and will continue with the current parameters. Alarms and ventilation curves will be displayed normally. Reportedly, the ventilation was not affected and continued as set.